Manufacturer narrative:
Follow-up #1: date of submission 9/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/10/2015 with the following findings: testing was unable to duplicate ¿history/setting issue¿ complaint. No defect was found. The pump is out of box and it was used for basal delivery just for 8hr from 3:15pm to 10:41 pm were a 0.00u/hr temporary basal program was active for 5hr from 4:22pm until 8:56pm on (B)(4) 2015 leading to tdd to appear inaccurate. Last basal delivery was on (B)(4) 215@10:41pm, returned battery/cartridge caps were used during investigation. ¿ez-prime¿ steps were performed correctly, no eaw occurred during the investigation.the pump reflected 24u after a 24hr on 1u/hr duration test; the product delivers and performs within specification.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 and alleged that the pump was not delivering accurately. The patient had a blood glucose of 461 mg/dl and was extremely thirsty and cranky. The patient received no unusual treatment and discontinued pump therapy. During troubleshooting, customer support found that basal delivery totals in tdd do not match active basal program total, and there was no known cause for the variation. The bg excursion does not meet the animas criteria for a reportable event. This complaint is being reported because the discrepancy in basal delivery history was not resolved,